Manufacturer narrative:
An event regarding pain involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: a review of the device history records could not be performed as no lot ID was received. -complaint history review: a complaint history review could not be performed as no lot ID was received. The exact cause of the reported pain could not be determined due to a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device remains implanted.

Event description:
It was reported that patient complained about series of issues that occurred after receiving total hip replacement with stryker trident system in 2004. Patient alleges that the hip surgery never seemed to heal correctly and as a result, she cannot use a cane in her left hand (as she was instructed to do for her post op knee physic) and cannot put her full weight on her left leg. Reporter continued to see her doctors in relation to the lack of healing/progress regarding her left hip implant surgery.